Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2014 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
H6 patient codes: 1695, 3189- surgical intervention, 3191 - small bowel resection. Additional b5 details: it was reported that the patient underwent excision of robotically assisted ventral hernia repair and excision of multiple lipomas procedure on (B)(6) 2014 and mesh was implanted. It was reported that the patient experienced obstruction, inflammation, abdominal pain and adhesions following surgery. The patient underwent exploratory laparotomy, lysis of adhesions and small bowel resection on (B)(6) 2019.